Event description:
A low readings issue was reported with the adc device. Customer reported readings of 61 mg/dl obtained on the sensor scan. Customer reported experiencing symptoms described as ¿being incoherent¿, chills, ¿forgot he was taken to the hospital¿, seizure, and loss of consciousness. Customer further reported receiving lab results of 122 mg/dl and 123 mg/dl. Customer did not receive medication. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no failure mode observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Sensor was reprogrammed and simvivo test performed. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs(device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination).inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report.

Event description:
A low readings issue was reported with the adc device. Customer reported readings of 61 mg/dl obtained on the sensor scan. Customer reported experiencing symptoms described as ¿being incoherent¿, chills, ¿forgot he was taken to the hospital¿, seizure, and loss of consciousness. Customer further reported receiving lab results of 122 mg/dl and 123 mg/dl. Customer did not receive medication. No further treatment was reported. There was no report of death or permanent impairment associated with this event.